Event description:
A baxter service technician reported an infusion pump with a 715 failure code that was found in the device's event history during service. Baxter's quality management contacted the facility's biomedical engineer who stated that there was no report of patient injury or medical intervention resulting from this failure, but it was unknown if the device was in use on a patient when the failure occurred. No additional contact information was provided.